Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited loss of capture (loc) and pacing not delivered when required. The patient stated they were feeling lightheaded and dizziness. Technical services (ts) reviewed and provided troubleshooting options. This crt-p and rv lead remain in service. No adverse patient effects were reported.